Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an unknown call service alarm (call service alarm issue) issue. It was reported the issue occurred during the rewind step during insulin cartridge priming. Troubleshooting could not be performed and completed due to an unrelated issue. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.